Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7078266.

Event description:
It was reported that the patient was experiencing inadequate pain relief and loss of stimulation. Xray revealed that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent a lead replacement procedure.